Event description:
A pt reported blood glucose results of "232 mg/dl" wth a lifescan meter and "189 mg/dl" on a lab device, performance within 10 minutes of each other. Between the tests there was no intervention that would be expected to change the blood glucose.